Manufacturer narrative:
Analysis of programming history.

Event description:
Review of programming and diagnostics history revealed that a fauted systems diagnostic occurred which reset the patient's device settings. An interrogation was not performed after the diagnostics, so the reset was not observed by the medical professional until the patient's following visit. Faulted systems diagnostics are a known issue which typically occurs due to device communications problems during the diagnostic procedure.